Event description:
The reporter stated the surgeon was inserting a cq2015a collamer aspheric three piece lens and one haptic was damaged. There was patient contact but no injury. Another same type lens was implanted. The reporter stated the cause of the damaged haptic was due to a loading error. The injection system used has not been approved for use with this lens.